Event description:
It was reported by the hospital perfusionist that during a procedure an issue occurred with the console. The perfusionist said the console successfully completed the priming steps with no problems the pt was on bypass and the console continued to function as expected. The heart was not arrested at this time. The perfusionist reported the console began to display error codes that could not be cleared. It was reported that another console was used to complete the procedure. The procedure was successfully completed and there were no pt complications reported. The console was returned to the MFR for analysis.

Manufacturer narrative:
(B)(4). Question medical, inc. Has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Quest medical, inc. Defers to the pt's physician regarding medical history.